Event description:
It was reported that the pt's device was explanted due to infection. In (B)(6) 2012, a dermatologist treated the pt for an infecton at the implant site with dicloxacillin 5 ml every eight hours for eight days. There was partial improvement. On (B)(6) 2013, a plastic surgeon surgically rotated the skin flap and prescribed cefixime for eight days. On (B)(6) 2013, the pt's implant site was diagnosed with granuloma and treated with sufrexal. The pt is reportedly doing well.